Event description:
Info received indicates the left foot siderail assembly does not stay in the raised position.

Manufacturer narrative:
The technician found the siderail release arm assembly was bent and jammed back which prevented the siderail from latching. He straightened the release arm to repair the bed.